Event description:
It was reported that during a total laparoscopic hysterectomy procedure, towards the end of the procedure, the tissue pad jaw had been burnt and broke off instrument. Nothing fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.